Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient was with his parents at the beach during spring break. The cgm was displaying "low". Based on the cgm displaying "low", the patient's parents treated him with juice and food; however, the cgm continued to read "low". The patient started experiencing symptoms of hyperglycemia such as vomitting, had a headache and was sweating. It was also reported that the patient had difficulty breating. The patient's family brought the patient to the (B)(6) hospital. At the hospital, the patient's bg was 396 mg/dl while the cgm was still displaying "low". The patient was admitted to the intensive care unit for monitoring. The patient was treated with humalog insuling during the day and basaglar insulin during the night. The patient was discharged from the hospital on (B)(6) 2024. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2024.the reported glucose values fall within the d zone of the parkes error grid when patient was hospitalized. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.